Manufacturer narrative:
The controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Analysis revealed that the device failed visual inspection due to a damaged pin in the power port 1 connector. This affected the ability to adequately establish a connection to a power source. An internal investigation has been opened to evaluate the bent pins. Analysis of the device revealed that the controller failed function testing as it was unable to display battery capacities or transfer log files to the monitor. Internal inspection of the controller revealed a damaged transient voltage suppressor (tvs) diode on the communication line pertaining to power port 1. A tvs diode is designed to protect sensitive components from sudden voltage spikes. Internal inspection of the controller also revealed that the integrated circuit (ic) responsible for the communication between the controller and batteries was damaged, likely due to the damaged diode. The most likely root cause of the reported power port damage be attributed to an applied external force on the power port connector, causing the pin damage. A possible root cause of the damaged diode and integrated circuit can be attributed to the bent pins in the power port 1 connector or to a misalignment of a cac adapter on power port 1 of the controller, causing a voltage spike on the communication pin of the connector. This likely damaged the transient voltage suppressor diode and the integrate circuit responsible for reading battery information, likely triggering the reported alarm. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time with a warning to switch to the back-up controller if there is a controller failure the steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report if new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site that the patient was transferred to (B)(6) hospital from an overseas cardiac center and arrived unexpectedly early morning on (B)(6) 2016. Upon arrival, staff noted that the patient was only connected to one battery on his primary controller and was having low battery alarms. When inspected, it was noted that the opposing power port was severely damaged. It was unclear when this happened or how, based on language barriers. Site had a difficult time doing the controller change as they were unfamiliar with the driveline extension cable that the patient came transferred on. Controller change was successful and the patient is stable on new system. Extension cable also removed from the system on (B)(6).  It was stated that there were no effect on patient. No additional information available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.